Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the complex procedure was to treat a lesion located in the heavily calcified, moderately tortuous, mid left anterior descending artery. During the attempt to cross the lesion with the 2.75 x 23 mm xience alpine stent delivery system (sds) the proximal shaft became kinked. During retraction of the sds from the anatomy, without resistance felt, the proximal shaft where the kink had occurred separated into two pieces. Another xience alpine was used to complete the procedure successfully. The patient is reported to be doing well. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The shaft separation was confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure.

Event description:
Subsequent to the previously filed medwatch report, new information was received as follows: the 2.75 x 23 mm xience alpine stent delivery system was able to cross to the lesion, with resistance felt, and the stent implant was able to be deployed successfully, therefore, no additional xience alpine was placed. No additional information was provided.